Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was in the ER the night prior to the call due to a medication issue which caused the patient to shake and "look like she was having a stroke." The caller indicated that the leads were ripped out while the patient was at the ER and the device was no longer attached. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.